Manufacturer narrative:
Intermittent button response due to moisture damage keypad traces. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery test. Insulin pump received with cracked display window corner, reservoir tube lip, scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer had changed the set 3 times. Customer's blood glucose was 672 mg/dl. Buttons were unresponsive. During troubleshooting, device made a humming sound and gave an error when rewinding. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.